Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing power cable disconnect, low voltage, and no external power alarms active while connected to the mpu was confirmed via analysis of the log file; however, the reported event of the patient spilling water on the equipment was not confirmed. The heartmate mobile power unit (mpu) (serial number (B)(6) ) was not returned for analysis. The submitted controller event log file contained data spanning approximately 4 days (27may2023 ¿ 01jun2023 per the timestamp). The log file captured intermittent power cable disconnect alarms and low voltage hazard alarms were active due to the rsoc voltage in the power cables fluctuating outside the voltage threshold. Pump operation was not affected by the alarms and the alarms resolved when the rsoc voltage was restored to the acceptable voltage threshold. A loss of external power while connected to the mobile power unit was also captured on 01jun2023 from 4:32:40 to 4:32:44, from 4:40:49 to 4:40:53 and from 4:49:24 to 4:49:29. During this time, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the rsoc and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resemble a loss of ac power and resolved when the rsoc and bus voltage were restored to its expected voltage threshold. Pump speed was not affected by the alarms as the backup battery was able to support the system. The mpu has a v-lock connector on the ac power cord, the ac power cord did not come loose at the wall outlet or at the back of the unit, there were no environmental circumstances that would have affected ac power at the time of the event; but, the patient endorses that there was water/liquid over their equipment prior to changing from mpu to battery power (right before the alarms began). The mpu remains in patient use and appears to be working properly. All equipment was inspected upon arrival to hospital and appeared in good, dry condition. No product will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: mpu-43852) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 IFU (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 6, entitled ¿equipment maintenance¿, addresses how to properly care for, maintain, and store the equipment for proper use. This section instructs the user to ¿never submerge the driveline, modular connector, system controller, or any external system components (such as the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient had woke up and their power cables were wet. The patient denied spilling any water/drinks and thought it was due to urine or sweat. It appeared that the patient had a few low voltage alarms when switching from the mobile power unit (mpu) to batter power, which was confirmed by the patient. The log files noted a low power hazard event on (B)(6) 2023 at 4:14:01 while connected to the mpu and a power cable disconnect event on the white power lead. The supply power from the mpu was low and fluctuating. The white power lead was then connected to battery power at 4:14:05, resolving the low power alarm. The patient stated that the alarms persisted and that they had intermittent no external power alarms while on battery power. The white power lead was then disconnected again, this time from battery power at 4:15:26 resulting in a low power hazard. The white power lead was then reconnected to mpu power at 4:15:31; however, low power alarms continued. The patient and his spouse thought that the system controller may need to be changed and disconnected the driveline. The driveline was then disconnected at 4:16:41 resulting in the pump being off for about 5 minutes as the driveline was reconnected at 4:21:48. The interruption in support resulted in the patient's loss of consciousness. The system controller remained connected to mpu power. Around 4:49:29, supply power from the mpu returned to its expected range and low power alarm conditions resolved. The urine/sweat was thought to be the cause of the low voltage alarms due to potential moisture in the battery clips. The alarms resolved once the driveline was re-connected, and the patient connected to the mpu. The patient was brought to the hospital for the alarms and loss of consciousness. The plan was to re-educate the patient on system controller exchanges, alarm maintenance and proper equipment management. The patient was stable and discharged home. Related MFR # 2916596-2023-03554 covers the low power hazards on the controller related MFR # 2916596-2023-03556 covers the pump stop and loss of consciousness on the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.